Manufacturer narrative:
On 10/21/2019, the manufacturing record evaluation was completed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
In the initial report, it was mistakenly stated that the left-sided device was intact upon explantation. This sentence was added in error. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr submission number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission number (B)(4). It was reported that a (B)(6) year old female patient underwent primary breast augmentation with two 350cc mentor memorygel breast implants and suffered bilateral rupture postoperatively. As a result, the patient had the devices explanted on (B)(6) 2018. Upon explant, the left-sided device was found to be intact. On 9/2/2019, mentor became aware that psr submission numbers (B)(4) and (B)(4) were duplicated. Any additional event information received will be reported under this manufacturer's report number.